Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to troubleshoot because they had reverted to an alternate method of insulin therapy at time of alarm. Customer's blood glucose was in 400 mg/dl range at time of event.